Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using acrobat-I stabilizer, they found a foreign particle (something white)attached to the connection lower part of three way stopcock and tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. The only part of the device returned was the blue colored stopcock connected to a cut portion of the tubing set. A visual inspection was conducted using a microscopic camera. White particulates were observed on and around the stopcock. A comparative evaluation was conducted with a reference stopcock. The reference stopcock showed no white matter and was clean and clear. An evaluation was performed by the engineers. The white matter and how it got there was undeterminable. The device was sent to the supplier that manufactures the stopcock for evaluation. Additional information will be reported when evaluation results are received from the supplier. Investigation of this case is therefore pending. The shop floor paperwork (DHR) was reviewed for the device. All the test results meet the specifications and requirements. There were no non-conformities observed. Based on the returned condition of the device and visual inspection results, the reported failure environmental particulates was confirmed. Additional information will be provided later as investigation is still ongoing.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using acrobat-I stabilizer, they found a foreign particle (something white)attached to the connection lower part of three way stopcock and tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A report was received from the supplier dated (B)(6) 2019. The report provided information that the "white substance was verified to be the adhesive used in the assembly process. The adhesive was not in the fluid path of the returned stopcock. There are no assignable corrective actions to be taken." Based on this report, the investigation of this case is now concluded.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using acrobat-I stabilizer, they found a foreign particle (something white)attached to the connection lower part of three way stopcock and tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.